Manufacturer narrative:
UDI = (B)(4). Mfg site name- (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used during a laser lithotripsy procedure performed (B)(6) 2016. Reportedly, the laser unit used was a holmium 100watt with laser settings of 0.5 joules, total kilojoules of 3.44 and 10 or 25 hertz. According to the complainant, during the procedure and inside the patient, the distal end of the fiber body broke and laser energy misfired causing damage to the lens of the scope. There were no fiber fragments that broke off inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with degradation. There was no damage noted along the body of the fiber and fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The aiming beam was bright, clear and slightly scattered with effective transmission of 86.9%. The condition of the returned device does confirm the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used during a laser lithotripsy procedure performed (B)(6) 2016. Reportedly, the laser unit used was a holmium 100watt with laser settings of 0.5 joules, total kilojoules of 3.44 and 10 or 25 hertz. According to the complainant, during the procedure and inside the patient, the distal end of the fiber body broke and laser energy misfired causing damage to the lens of the scope. There were no fiber fragments that broke off inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.